Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 99% stenosed lesion located in the mid left anterior descending artery. Pre-dilatation was performed with a 2.0x13 mm non-abbott balloon catheter, and additional dilatation was performed with a 2.5x15mm nc trek balloon; however, the balloon ruptured during the first inflation at 15 atmospheres. A 3.0x18 mm xience xpedition stent was implanted in the lesion and post-dilatation was performed with a 3.0x15mm non-abbott balloon and the procedure was completed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite ii; guide cath: 6fr jl3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.